Manufacturer narrative:
The hill-rom technician replaced the roller bearings in the brake block, and adjusted the casters to repair the bed.

Event description:
Info received indicates the brake will not hold on the bed.